Manufacturer narrative:
The patient's disease is "abdominal aortic aneurysm".

Event description:
On (B)(6) 2017, this patient was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system using a gore® dryseal sheath with hydrophilic coating (dsl1428j/15841279) to treat an abdominal aortic aneurysm. During the procedure, the right external iliac artery (reia) was dissected when an angiography was performed. The dsl1428j was removed. The patient was implanted with a metal stent to repair the dissection. The patient tolerated the procedure. No further information was obtained.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the access vessel should be of adequate size and appropriate tortuosity of the insertion of the introducer sheath. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient may result.

Event description:
On (B)(6) 2017, this patient was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system using a gore® dryseal sheath with hydrophilic coating (dsl1428j/15841279) to treat a thoracic aortic aneurysm. During the procedure, the right external iliac artery (reia) was dissected when an angiography was performed. The dsl1428j was removed. The patient was implanted with a metal stent to repair the dissection. The patient tolerated the procedure. No further information was obtained.